Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During procedure, a chest x-ray was performed and revealed that the right ventricular (rv) lead was fractured.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead implant. During procedure, fluoroscopy was performed and revealed that the rv lead was fractured. The rv lead was not implanted, and another was successfully implanted on (B)(6) 2025. The patient was stable.